Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set and reservoir had air bubbles and that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 136 mg/dl. The customer stated that she observed gaps in the insulin and did not know how they came about. She reported that her blood glucose reading was 142 mg/dl about 2 hours prior. She noted that she allowed her insulin to reach room temperature prior to use by taking a new vial from the refrigerator once she was low on insulin. She was advised to consult her doctor for further assistance. Nothing further reported.